Manufacturer narrative:
A replacement power supply was sent to the customer. The original product was received on may 27, 2014, however, as of the date of this report, a product evaluation was not available. Should additional information become available resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported that the transformer housing for her pump in style device was cracked and that it just opens up and the wires are exposed, which is a safety issue.